Manufacturer narrative:
The pump passed all functional testing, including the rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. The test reservoir units left matched properly to the units left in the pump status screen. The reservoir icon functioned properly. The pump was received with a scratched case, a pillowing keypad overlay, keypad overlay texture damage, a fading serial number label and minor scratches on the lcd window.

Event description:
A customer reported via phone call indicating that their insulin pump has a display anomaly. The mother of the customer states that the reservoir icon remains red even after the reservoir had been filled. The patient's blood glucose level was unknown at the time of the call. The mother was assisted with the filling process and was able to change the reservoir icon to yellow. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.